Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple, intermittent occasions, the customer's pump did not deliver the complete bolus. The customer indicated that one incomplete bolus alert was found in the pump history. The customer could not recall any other specific alerts or alarms that were received. The customer's blood glucose (bg) level was in the 400s mg/dl and insulin injections were used to address the bg level. As the events had occurred in the past, troubleshooting to determine the cause of the incomplete boluses was unable to be determined.